Manufacturer narrative:
Per customer, system checks performed on (B)(4) 2011 both passed within instrument specifications.service was not dispatched for this event as the customer is not questioning instrument performance at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated free t4 (frt4) results generated by the access 2 immunoassay system for one patient that did not match the clinical presentation. Subsequent testing on an alternate methodology produced discordant results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.